Event description:
It was reported that a pump declared an altitude alarm. There was no reported impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue, and customer continued to use the pump for insulin delivery.